Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (1.93 ng/ml) from a single patient sample run on the vitros 5600 system. The patient sample in question was repeated per the customer's protocol to test all trop I es in duplicates. The expected result (< 0.012 ng/ml) was confirmed upon repeat analysis. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 system. There is no evidence that the analyzer contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of the event is unknown. However, a reagent related issue and/or a pre-analytical sample processing issue cannot be ruled out as a potential contributing factors. Information regarding the initial reporter occupation was not provided.